Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The unit was calibrated, and returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure resulting in the loss of ability to provide mechanical ventilation. There was no report of patient involvement.